Manufacturer narrative:
After further review MFR# 2916837-2020-00301 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that bd facsymphony¿ leaked. The following information was provided by the initial reporter: "issue 1: slow flow rate made the hydrophobic filter get wet (2067804) issue 2: dcm pump does not pull fluid off the sip (B)(6). Material no: 660964 serial no: (B)(6). It was reported that there is a slow flow rate made the hydrophobic filter got wet. Also, the dcm pump does not pull fluid off the sip. "Was there a fluidic leak or spill? Yes. 1.was there spray of fluid under pressure? No. 2. Was the leak/spill contained within the instrument? No. 3. Was the leak/spill in a customer accessible location? Yes. 4. What was the fluid that leaked/spilled? Sheath. 5. What is the source of leak/spill? (Waste or non-waste line) waste line. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak no".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd facsymphony¿ leaked. The following information was provided by the initial reporter: "issue 1: slow flow rate made the hydrophobic filter get wet (2067804) issue 2: dcm pump does not pull fluid off the sip (2071713) material no: 660964 serial #: (B)(4). It was reported that there is a slow flow rate made the hydrophobic filter got wet. Also, the dcm pump does not pull fluid off the sip. "Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? No. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sheath. What is the source of leak/spill? (Waste or non-waste line) waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no.¿